Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer went swimming and received critical pump error image on the screen and another insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The procode information provided was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download insulin pump history due to immediate critical pump error (open book image) alarm during download attempt. Pump error 35 unknown. Device received with scratched case. Device received with pillowing keypad overlay.